Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was noted the nurse thought that maybe user error with the icon patient programmer. This was turning off patient¿s device? It is not determined how patient¿s device is being turned off. The nurse do not know if this have been resolved and offered additional training to the patient's parents on operating the patient icon programmer and send out the patient user guidebook as well. The hcp was notified of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's parents checked the device and noticed that the device was off. They proceeded to turn it back on "to community normal therapy use". This had happened three times over the course of one year. A nurse saw the patient and the device was off in (B)(6) 2019, the patient's mom noted it was off again in (B)(6) 2019, and most recently on (B)(6) 2020. The patient's nurse was trying to troubleshoot normal use of the patient programmer. The rep reported that during troubleshooting, the device was turned back on, the impedance check was fine in normal ranges, and reported a battery check of 25-27 months remaining. The issue was not resolved at the time of the report. No surgical intervention has occurred or is planned. No patient symptoms or harm were reported. No further complications were reported as a result of this event.